Manufacturer narrative:
Citation: ni yf, et al application of three-dimensional roadmap in the stent-assisted embolization of wide-necked intracranial aneurysms. The device will not be returned for evaluation as it remains in the patient. There was limited device and patient information available. Based on the reported information, there did not appear to have been any defect of the device during use. The event occurred in the patient post procedure and its causes were unknown. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information through article review the post embolization coiling treatment there was acute cerebral infarction resulted in lower extremity monoplegia found in one patient. 10 patients with 10 intracranial wide-necked aneurysms hunt-hess grade(h<(>&<)>h), patient number :1, :3, 2, :1, 0:3 location of aneurysms: acoma: 1, pcoma: 6, bifurcation of ica:2, a1 segment of aca:1